Event description:
A user-facility submitted medwatch report was received from the agency on (B)(4) 2009. This report described an incident with a bi-level positive airway pressure (bipap) device and stated, the device shut down during use without alarming. No patient harm or injury was reported. A representative from the reporting facility stated that the date of the event was incorrectly reported in their medwatch submission and that the incident actually occurred in "early" october. The manufacturer reviewed their complaint database and did not find a corresponding complaint record for the reported incident. According to the user-facility submitted medwatch report, an attending respiratory care practitioner who was preparing to intubate the patient and place them on mechanical ventilation reported the bipap device shut down (without an alarm) approximately five minutes after the patient's bi-level therapy was initiated. The medwatch report also states that the practitioner manually ventilated the patient until the patient was intubated and placed on a mechanical ventilator (brand unk). The mechanical ventilator, connected to the same ac outlet as the bipap device, also unexpectedly shut down after approximately 15 minutes of use. A third-party biomedical organization was commissioned to investigated the bipap device's alarm failure by the reporting facility. They found no problems with the bipap devices charging circuit or battery and could not determine why the device would not have alarmed when the shut-down occurred; however, they did find that an ac power outlet that the bipap device and the mechanical ventilator were connected to when they shut down (respectively) was defective and did not provide ac power.

Manufacturer narrative:
Method: device was evaluated by a third party commissioned by the user-facility. Conclusion: user facility ac power outlet failure caused event. A representative of the reporting facility, interviewed during our investigation, stated that their organization's investigation could not rule out that the attending healthcare practitioner may have inadvertently silenced the alarm when the event occurred or taken other action that prevented the alarm from being annunciated by the bipap device. They indicated that based on the third party biomedical organization's evaluation results and their internal investigation that the bipap device would be returned to clinical use. The healthcare organization also provided clarification related to the use of the bipap device on a patient requiring manual ventilation. According to the healthcare organization's representative, the reported event occurred after a clinical assessment and decision to transfer the patient to a manual ventilator had been made. The shut-down event occurred during this transition and before the transfer had been completed. Based on this information, we conclude the device was being used as intended and not for life-support therapy. Based on all information available, we conclude that the bipap device operated as designed when the reported event occurred, and that it was being used as intended, and that no further action is appropriate.